Event description:
Perforation of duodenum occurred in the patient. Perforation occurred adjacent to the tip of the gastrojejunostomy tube. Patient developed peritonitis secondary to the perforation. The perforation occurred 2 days after tube was placed. Perforation did not occur during tube placement.